Event description:
After successfully implanting two proteges serp65-07-40-120 and serp65-10-60-120 in common and external iliac artery, then fully vasodilatation of the sfa, implanted the intracoil, the proximal end of the intracoil deployed well, however the middle part failed, the distal part of intracoil was also deployed successfully. After 5 mins, retrieval of the delivery system, the middle part was still undeployed, (not expanded) finally utilized balloon inflation but this failed. End of procedure. It is reported that the patient is doing well and needed anticoagulant.